Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The customer reported that the device did not deliver boluses. The customer reported that she disconnected from the infusion device and gave herself an insulin injection to self-treat the high blood glucose. The customer experienced elevated blood glucose levels and lost consciousness. The customer's mother found the customer unconscious and called an ambulance. The blood glucose results and treatment provided by the emt's were not provided. The customer was transported to the hospital. At the hospital the customer's blood glucose result was 2200 mg/dl. The patient was diagnosed with diabetic ketoacidosis. The type of treatment received at the hospital was not provided. It is unknown how long the patient was hospitalized. The infusion device was requested to be returned for product evaluation.